Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during an interventional procedure in the iliac artery, the fox plus balloon ruptured at 3 atmospheres. Dilatation was completed using a non-abbott balloon. There was no adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
The device has been received. Investigation is not yet complete.